Event description:
On (B)(6) 2023, the spinal cord stimulation (scs) patient underwent an explant procedure where the medtronic leads removed due to undesired stimulation issues. The explant occurred at (B)(6) hospital in (B)(6),with dr. (B)(6). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."